Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube underfilled during use. This occurred on 32 separate occasions, but the dates and/or patient information are unknown. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: over the last few months, the lith hep tubes have been underfilling. Staff at the pathology lab have advised that the frequency of underfilling is about 3 to 4 tubes per week. The underfilling has been occurring for about two months.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfilling with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube underfilled during use. This occurred on 32 separate occasions, but the dates and/or patient information are unknown. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: over the last few months, the lith hep tubes have been underfilling. Staff at the pathology lab have advised that the frequency of underfilling is about 3 to 4 tubes per week. The underfilling has been occurring for about two months.